Manufacturer narrative:
January 12, 2010. This event concerns a device that was mfg and used outside the united states. Method: device follow-up files were analysed. (B)(4). Conclusion: the electrical characteristics of the returned device were within specifications. The inspection of the connector header revealed damages resulting from incorrect screwing / unscrewing operations. However, it is not possible to determine whether these damages resulted from screwing operations at implant or at explant, i.e. Whether there is a link between these damages and the reported behavior. Review of the egm confirmed noise and oversensing on the ventricular channel on (B)(6) 2008 before re-intervention; the shape of the noise on the egm seems to be related to a lead issue or a lead-pacemaker connection issue. No data following the re-intervention was available; i.e. It was not possible to determine if the reported oversensing after re-intervention was from the same origin. As the oversensing was resolved by changing the pacemaker, the most probable hypothesis for the reported behavior before re-intervention is a lead-pacemaker connection issue.

Event description:
Reportedly, during an atrial lead and pacemaker replacement, heart rate below basic rate was observed some hours after: however, pacing threshold, cardiac amplitude and lead impedance were normal. Ventricular over sensing was confirmed on the egm. Atrial loss of capture due to atrial lead dislodgement was also observed. Re-intervention occurred the day after: re-fixation of the atrial lead was tried, however, screwing of helix was impossible, therefore, a new atrial lead was implanted. The connection of the ventricular lead seemed normal, lead impedance was measured under stress (bending), however, normal impedance was measured, and no over sensing was confirmed. It was connected to ventricular port again, ventricular over sensing was still confirmed in vvi mode. The ventricular over sensing was solved by changing the pacemaker which was returned for analysis.